Manufacturer narrative:
Additional information received on (B)(6) 2013 stated that although the date of birth is unknown; the patient was reported to be over 18 years old.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received from the physician's office on (B)(6) 2013, stated that the patient was released after surgery with no complications and was last seen on (B)(6) 2011 for a pap smear.